Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose rose to 22.3 mmol/l (401.4 mg/dl) and the patient lost consciousness. No medical assistance was required.